Manufacturer narrative:
One device was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Event description:
It was reported that the device is showing high pressure and stops cycling. There was no additional information provided.

Manufacturer narrative:
Other, other text: device evaluation: device was received and visual inspection found a crack on the peep knob and bent front panel. Functional testing was conducted by connecting to 60 psi and powering on to check various settings over an hour. Functional checks were also conducted to look for alarms. The alarm sounded intermittently while on peep max. The device cycled as intended, however the relief pressure was on the low end of the specification. Impact to the device may cause some intermittent problems with cycling. Applicable parts were replaced as a preventative measure and device passed all testing following replacement. A review of device history records indicated this unit had previously been in for repair on a similar issue, which may be related. However, further damage to the unit has been sustained. Root cause is believed to stem from user interface due to impact damage., corrected data: removed a1 as no patient was involved.

Event description:
Additional information was received of the event date, and that it did not occur with a patient, rather was found during pre-use checks.